Manufacturer narrative:
This product is still in service at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this dialysis patient goes into ventricular tachycardia (vt) during dialysis treatments and the device did not treat episodes within the conditional zone. Subsequently, the patient must be resuscitated during dialysis. The patient has had a pacemaker implanted and the subcutaneous implantable cardioverter defibrillator (s-ICD) has been reprogrammed for therapy optimization. No additional adverse patient effects were reported.